Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The problem source unknown. DHR review was done, no issues related to the original complaint were found.

Event description:
It was reported that the device not working to spec. No other specifics provided.